Event description:
Disconnection on electrode cable at 6051. No electrical signal is available from electrode. Analysis determined: unit malfunctioned due to broken distal wire. Unit was used in vivo. This was not determined until analysis was completed. Remedial action taken: manufacturing and quality assurance personnel have been notified.